Manufacturer narrative:
The reported field event of pain at the pocket site was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-27081. It was reported that the patient presented in clinic due to discomfort at their pacemaker's (pm) pocket site. Interrogation also noted high capture thresholds on their left ventricular (lv) lead. Programming changes were made to the lv lead. The physician explanted and replaced the patient's pacemaker. The patient was stable throughout the procedure.